Event description:
It was reported that the customer had a back response with act, crakc around display, many scratches and display worn of the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump had minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a shifted end cap sticker.